Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection, clamp function testing, and leak testing also found that the occluder feet were broken. Clear passage test was performed with no issues noted. The reported condition was verified, but the cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set broke. The white portion of the twist clamp had separated from the light blue main housing. This occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Therapy dates: it was reported that the event occurred in (B)(6) of 2014. Should additional relevant information become available, a supplemental report will be submitted.